Manufacturer narrative:
(B)(4). Isi has not received the instrument involved with this complaint for failure analysis investigation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if the instrument is returned and/or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, it was alleged that a piece from the fenestrated bipolar forceps instrument broke off and fell inside the patient. Although no patient harm, adverse outcome or injury was reported; it is unknown what caused the breakage to occur. Furthermore, it is unknown how the fragment was removed.

Event description:
It was reported that during a da vinci-assisted colectomy procedure, the tip of the fenestrated bipolar forceps instrument broke off and fell inside the patient. The broken fragment was retrieved by the surgeon. There was no report of patient harm, adverse outcome or injury. On (B)(6) 2017, intuitive surgical inc., (isi) obtained the following information from the initial reporter regarding the reported event: the piece was removed; however, it is unknown how the broken piece was removed from the patient.